Manufacturer narrative:
The technician found during a between pt inspection the brake was not holding due to normal wear and tear of the brake pads. The technician replaced the foot end brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the foot end brake caster was not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).